Manufacturer narrative:
Additional information was received that the patient was administered a pain injection on (B)(6) 2011. The physician doesn't believe the pain is related to the device. The patient is doing well following the pain injection. A review of the manufacturing documentation of the implanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient is experiencing a burning sensation at the pocket site when the stimulation is turned on. The patients database was analyzed and no anomalies were noted. The physician decided to give the patient patches to place at the battery site to relieve the discomfort for the patient.

Event description:
A report was received that the patient is experiencing a burning sensation at the pocket site when the stimulation is turned on. The patients database was analyzed and no anomalies were noted. The physician decided to give the patient patches to place at the battery site to relieve the discomfort for the patient.